Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported of receiving a battery out limit alarm and was not able to clear due to buttons not responding. Customer's blood glucose was 209 mg/dl. Customer reports of bike riding in hot weather with insulin pump in back pocket. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. Unable to confirm the unexpected battery out limit alarms or perform the operating currents tests due to the unresponsive buttons. The pump also had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.